Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging backlight issue. The reporter alleged that "the backlight is not so bright any longer". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.